Event description:
It was reported that after the iab was inserted, the "ap" pressure was lost and there was no augmentation, and the pump began experiencing helium leak alarms. The iab was removed and not replaced because the patient's condition had improved. There were no patient complications.